Event description:
It was reported to boston scientific corporation that a hydratome rx 44-20mm/260cm sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure, when trying to bow the hydratome rx 44 the tip of the cut-wire broke. The procedure was completed with another hydratome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the event of cut wire broken was reported via asr on july 31, 2013. The investigation results found the catheter to be torn, which is a reportable, non-asr failure; therefore, this MDR is being submitted.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device presents the working length twisted, and the distal pierced hole melted/torn, this last condition contributed the notch to detach from catheter. After analysis, it was concluded that the failure sample presented evidence due to a tear overload as result of mechanical cut. Review and analysis of all available information indicated the most probable root cause for this event was operational context as procedural or anatomical factors could have affected the device integrity and performance. The device history record review found the device met all manufacturing specifications.